Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer was not closing and broken slide rails. A field service engineer replaced the rails to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 was not locking. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a 20 minutes delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy there were no adverse events or injuries reported based on this event.